Manufacturer narrative:
The following was provided by the customer for complaint investigation: -one used partial list #011-42328-66, 24" safeset¿ reservoir w/needleless valve; lot #9340978. The reported complaint of separation was confirmed on the returned set. Three images were provided by the customer showing the area of the defect. During visual inspection of the sample, the plug stopcock was received separated from the safeset reservoir. When the plug stopcock and safeset reservoir were microscopically examined, insufficient adhesive coverage on the plug stopcock and the safeset reservoir was observed. The probable cause of the separation had occurred due to insufficient adhesive coverage on the plug stopcock during the manufacturing assembly process. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 11/18/2024.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The event involved a 24" safeset¿ reservoir w/needleless valve, where it was reported the device disconnected between the syringe and the 3-way tap: part that is normally sealed. As a result, the patient lost a little bit of blood. The quantify of the blood loss was low. No visible default on the device before use. No cut, no tear and no hole on the device. Replacement of the device with another of the same reference and same lot number. There was patient involvement, however, no report of harm.